Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported that on (B)(6) 2018 customer¿s adc freestyle libre sensor produced a ¿scan again in 10 minutes¿ message and then a ¿replace sensor¿. It was further reported the customer subsequently experienced a loss of consciousness. A family member treated customer with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported that on (B)(6) 2018 customer¿s adc freestyle libre sensor produced a ¿scan again in 10 minutes¿ message and then a ¿replace sensor¿. It was further reported the customer subsequently experienced a loss of consciousness. A family member treated customer with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.